Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The device delivered shocks with no arrhythmias noted on the telemetry. Upon interrogation, it was noted that the device was in backup vvi. The device was restored successfully. Further review revealed that the right ventricular lead exhibited oversensing, intermittent capture, and low impedance. The physician opted to disable tachycardia therapies off as the patient has a do not resuscitate order. Patient was stable.